Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that infusion set tape not sticking within one day of use. No further information was available.